Event description:
It was reported that treatment was attempted on a distal circumflex lesion. When the device did not cross, it was withdrawn and during the process, the stent came off the balloon in the proximal circumflex. Another stent was used to compress the separated stent into the vessel wall.